Event description:
The patient had lightheadedness since 1997. The symptoms continued after pacemaker implant in 1998, although follow- ups showed normal function. The patient recently presented to the emergency room with near syncope. A holter monitor revealed a period of no output and the patient had a sinus rate of 37 bpm. One prior event of no output was observed in a post implant follow-up but could not be reproduced. Microprocessor verification revealed mismatched blocks.